Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient admitted for anterior st-elevated myocardial infarction was implanted with an impella cp for mechanical circulatory support and experienced access site complication. Four days post start of support access site oozing was noted and femostop was placed. Three days thereafter, the patient taken to the operating room for escalation from the impella cp to an impella 5.5 to support weaning venous-arterial extra-corporeal membrane oxygenation support. During the removal of the impella cp, surgical cutdown of the right femoral artery was unplanned but required after one hour of manual pressure had no impact on slowing bleeding from the site. The patient continued to bleed from the drains at both sites despite continued manual pressure. Multiple blood products (4 units of fresh frozen plasma, 1 unit of cryoprecipitate, 1 unit of platelets, and 5 units red blood cells) were transfused. Escalation to the impella 5.5 was noted to be successful, and the patient was noted as stable.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.